Event description:
It was reported the implantable neurostimulator (ins) worked well, the patient just had some problems on and off, but for the most part it worked well. It was noted the patient was tested for an infection which showed she had a ¿slight infection¿ and was given medication which turned her urine orange. It was also stated the patient still had to get to the bathroom quickly pretty quickly but it was a lot better than it used to be.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v962974, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient checked that they did not have concerns with their device or therapy but stated ¿yes.¿ it was also stated the patient received assistance and their concerns were resolved but then noted they ¿will have to wait for a representative¿. It was also stated the patient still had concerns regarding their device or therapy but was working with their doctor or medtronic representative ¿whenever he arrives.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was diagnosed with a bladder infection on the day of report but symptoms began the day prior to report. It was stated the patient experienced a shocking or jolting sensation which also started the day prior to report. It was a ¿tingling and shocking sensation that went from the top of her body down to her toes and in her hands a legs and a tremendous pressure and an electric shock feeling going throughout her body.¿ it was noted this specifically occurs when she urinated. It was also stated there was acute pain and she had some ¿hurting¿ at her implant site which had occurred intermittently through the year. It was reported the patent decreased her stimulation earlier in the day down to 1.1 but when she turned the programmer on her amplitude was at 2.1, it was suspected the patient had difficulties using the programmer. Stimulation was then turned off and reportedly the patient still had the symptoms but they were not quite as strong.